Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering the correct amount of insulin. Customer stated that the insulin pump alarmed no delivery. Customer also reported a low blood glucose event of 45 mg/dl. Customer pushed an entire reservoir into her system, customer inserted the reservoir without the insulin pump rewinding. The blood glucose did not return to normal for five hours. Customer did not call paramedics or go to hospital. No other injury occured. Nothing further reported.